Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying ¿pc¿. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone for additional information. The patient reported that the meter issue began on (B)(6) 2013 between 4:30pm and 5pm. The patient is on insulin pump therapy. It is not known if the patient made any changes to his usual diabetes management regimen as a result of not being able to test with the subject meter. The patient reported developing symptoms of ¿sugar short¿ approximately 2 hours after the issue began and stated he had more food and/or drink 3 hours after the issue started. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms potentially suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up (1/27/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cold solder joint issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.